Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer's blood glucose level was 400 mg/dl, after doing corrections with the insulin pump but the glucose levels were not decreasing. The customer was treated with insulin pen and changed the entire set and eventually the blood glucose decreased to 59 mg/dl. The customer drank a bit of juice and managed to level the blood glucose to normal. After this incident, the customer was ok, and their latest blood glucose was 163 mg/dl. The device will not be returned for analysis.